Event description:
The customer reported a "no shock delivered" message during a patient event. This was one of two devices used in this patient event. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the device was evaluated by the and over bench. The symptom was not duplicated. Additional testing of the therapy cable was performed by quality engineering with no trouble found. Review of the event summary shows a "shock aborted" message indicating a pads to patient impedance issue. A "no shock delivered" on-screen alert (which translates to a "shock aborted" message in event review pro, indicates that the patient impedance was out of range for the delivery of therapy. The device autodisarms in order not to deliver energy under this condition. When this issue occurs, users receive on-screen alerts identifying the issue and offering troubleshooting steps. It was also learned that the pads used during this event were past the use by date. The customer has since removed these pads from their inventory. The device and associated therapy cable passed all testing. The device was returned to the customer. There are no related corrective actions. The trending data does not support that there is a systemic problem or emerging issue involving the system and failure associated with this complaint. This symptom was the result of a pads to patient impedance issue and not a device malfunction.